Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit for one patient. The affected patient also had questionable chloride electrode results. This medwatch will apply to the sodium electrode. Please refer to the medwatch with a1. Patient identifier (B)(6) for the chloride electrode. The initial sodium result was 152.9 mmol/l. The repeat result on another cobas pro was 138.6 mmol/l. The initial chloride result was 111.1 mmol/l. The repeat result on another cobas pro was 99.4 mmol/l. The repeat results were deemed to be correct. The sample was repeated because the initial results were critical. This resulted in a new sample being collected from the patient with a normal result.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The provided calibration history reflects a calibration failure during the time of the event. The qc recovery data provided shows a persistent systematic shift. The alarm trace does not contain a conspicuous event. A field service engineer (fse) replaced the worn o-rings in the electrode block and cleaned several critical components, such as the dilution cup and sipper nozzle, before confirming the fix through successful calibration, precision checks, and quality control testing. The investigation determined that the service action resolved the issue.